Event description:
The following was reported to hamilton medical ag: during ventialtion, the ventilator emitted low oxygen alarm.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Creation of the UDI was not a requirement at the time of manufacturing of this device and has not yet been implemented in production investigation ongoing. Follow-up 2 - additional information: fields b4, g6, h2, h6 and h11 are updated. The unit alarmed with a low oxygen alarm during ventilation. Nevertheless, the event did not cause or contribute to a death or serious injury. A low oxygen alarm itself is not a malfunction but a safety mechanism of the device that activates when monitored values deviate from the set range. There is no information that reasonably suggests the device has malfunctioned, nor that the device or a similar device would be likely to cause or contribute to a death or serious injury if the event were to recur. Therefore, based on this information, the event is assessed as no longer reportable, and the case can be closed with this follow-up report.

Event description:
The following was reported to hamilton medical ag: during ventialtion, the ventilator emitted low oxygen alarm.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Creation of the UDI was not a requirement at the time of manufacturing of this device and has not yet been implemented in production investigation ongoing.